Event description:
It was reported that 5 bd safe-clips¿ was not clipping/jammed. The following information was provided by the initial reporter: material no. 328235. Batch no. 9196036 date of event: unknown consumer reported that the safe-clip needle clipper is jammed and she cannot get the needles to go through, said she purchased 5 that would not work after clipping just a few needles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-19. H6: investigation summary: customer returned a safe clip. There is no external damage, but the port for needles to be placed in and clipped has become clogged with metal fragments, most likely other needles. From observations, the device may have become clogged during regular use after numerous uses. A review of the device history record was completed for lot # 9196036. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to replicate and confirm the customer¿s indicated failure of the device not clipping due to a jam. The root cause of the device being jammed is most likely needle debris obstructing the port of the device after numerous needles were clipped by the device over the course of its lifetime.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd safe-clips¿ was not clipping/jammed. The following information was provided by the initial reporter: material no. 328235 batch no. 9196036. Date of event: unknown. Consumer reported that the safe-clip needle clipper is jammed and she cannot get the needles to go through, said she purchased 5 that would not work after clipping just a few needles.